Manufacturer narrative:
Other, other text: additional information was received indicating there was no patient involvement, the issue was found on power up. Device evaluation: one smiths medical medfusion 4000 syringe infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed an occurrence of "primary audible alarm post error." The investigation was unable to duplicate the reported alarm at power up. The interconnect board was replaced. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump exhibited primary audible alarm. No patient injury reported.